Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris pump infusion set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that the IV (intravenous) infusion tubing, the last check valve is pointing down, it should be upward. The picture shows the bottom valve in the wrong direction. In addition the clear chamber has a brownish hue vs (versus) a clear hue as the other IV (intravenous)

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the drip chamber was discolored in a brownish hue. They returned a photo, for the other issues reported in this complaint. Photo was of the wrong-facing smart site. The root cause of discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized. Material 2426-0500 and lot 23063006 was sterilized (B)(6) 2023 under approved gamma process authorized by steris. Device history record review for model 2426-0500 lot number 23063006 was performed. The search showed that a total of 21,723 units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.